Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported the patient heard an alert. It was also reported that the right ventricular (rv) lead had high impedance. The lead will be replaced. No patient complications have been reported as a result of this event.